Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device's exterior was visually inspected and no defect was found. Receiver log could not be downloaded and functional test could not be performed because the receiver would not turn on. Internal inspection was performed and the flash memory chip was found to be defective. The root cause was determined to be the flash memory chip.

Event description:
Patient contacted dexcom technical support on 07/10/2015 to report their receiver displayed the initializing screen without manual restart on (B)(6) 2015. Patient did not report any injury or medical intervention.